Event description:
It was reported that device contamination occurred. The 85% stenosed target lesion was located in the right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was selected for use. However, it was found that the internal package was leaking and the device sterility was compromised. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Event description:
It was reported that device contamination occurred. The 85% stenosed target lesion was located in the right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was selected for use. However, it was found that the internal package was leaking and the device sterility was compromised. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 3.00 was returned for analysis. A visual examination of the outer box noted that the closure strip had been torn open. The inner pouch and device were present inside the box. An examination on the inner pouch identified that the pouch was cut open (not peeled open at its seal). A corner section of the inner pouch was missing. It would appear that this section was cut away from the pouch. A visual examination of the device identified no damages. There was no evidence that there had been any attempt to use the device. The device was received with the stent protector placed over the crimped stent and the package mandrel was inserted through the tip and wire lumen. There was no evidence that there had been any attempt to use the device. The device was received with the stent protector placed over the crimped stent and the package mandrel was inserted through the tip and wire lumen.